Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2024-00013.

Event description:
The customer reported to olympus, at the beginning of the diagnostic bronchoscopy, there was an e315 unsupported scope error code on two different evis exera iii bronchovideoscopes causing a 30 to 45 minute procedural delay while the patient was under anesthesia. The scope image was not displayed, only color bars. When the e315 error code is not there, sometimes an e402 error code appears instead. The error occurs when the devices are connected to the light source and video system center. The procedure was completed with another scope. The device was inspected before use. The condition of the patient was not impacted and the outcome of the procedure was not affected. There was no reported patient harm. Related patient identifiers: (B)(6) evis exera iii bronchovideoscope (bf-h190 / sn: (B)(6)). (B)(6) evis exera iii bronchovideoscope (bf-h190 / sn: (B)(6)). (B)(6) evis exera iii xenon light source (clv-190 / sn: (B)(6)). (B)(6) evis exera iii video system center (cv-190 / sn: (B)(6)). This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out b5. Additionally, to provide updated to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned and the root cause of the reported event could not be identified from the information received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after the procedure the user tried to troubleshoot the reported event by inserting the scope into two other towers; however, the e315 error code and color bars also displayed on these towers. The user then tried to clean the scope connector contacts on the scopes and the sockets of the video system centers (clv-190) with alcohol prep pads. The user also blew air into the clv-190 sockets. Additionally, the user tried troubleshooting the event with other scope and the error was not displayed. The user reports, there have been no changes to the clv-190 or the settings. The user pressed the escape button on the clv-190 keyboard to clear the e315 error code. It was recommended by olympus that the facility return the scope (that was receiving the error when used with the clv-190) for a device inspection.